Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found that the air flow rate in the cuvette was too low. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed enzymatic creatinine (ezcr) patient sample result was obtained on a dimension exl 200 instrument. The initial discordant result was not reported to the physician(s). The same sample was repeated on an alternate dimension exl 200 instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed enzymatic creatinine (ezcr) patient sample result.